Event description:
It was reported that the patient had respiratory failure and had to be reintubated 2 hours after the extubation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was re-intubated due to tachypnea, worsened toillette of airways and decreasing arterial pao2, which led to re-intubation. Bronchoscopy was performed and increased production of sputum was recognized and sputum was evacuated. Patient was extubated on (B)(6) 2022 and the event resolved without sequelae.